Event description:
During the procedure, one resident was using the foot switch and a second resident was using the hysterscope and electrode. While activating the footswitch, the second resident with the electrode pulled the electrode back into the hysterscope and the electrode became damaged and melted. The twizzle tip fell off from the electrode being pulled into the hysterscope and the tip was retrieved. There are no reported adverse consequences to the pt related to this event.